Event description:
It was reported that during a total laparoscopic hysterectomy towards the end of the case (when he was making the colpotomy) the blade to the harmonic snapped. It snapped as he was using the blade to backscore. The blade was removed from the patient and there were no adverse events. It did not delay the procedure for more than five minutes. The case was continued using just bipolar as the case was nearly finished it was not necessary to open a new harmonic. The blade snapped when there was a lot of pressure against the blade and the surgeon was backscoring using the inside of the jaw. No patient consequences reported. Procedure was prolonged by five minutes. Device has been discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.